Event description:
It was reported that the rotawire was fractured. The target lesion was located in the right coronary artery. A 330cm rotawire was selected for use. During the procedure, it was noted that the rotawire was fractured. The device was simply pulled out and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has several kinks in the body of the guidewire located approximately from 30 cm to 50 cm of the proximal end. The device is fractured at 254 cm from the distal end. The guidewire is highly tangled, making the kinks more severe. The fractured end has evidence of rotational damage. The dimensional inspection revealed that the outer diameter (od) of the (distal - medium - proximal) sections of the guidewire were found to be within specification. However, the overall length of the guidewire failed. No other issues were identified during the product analysis.

Event description:
It was reported that the rotawire was fractured. The target lesion was located in the right coronary artery. A 330cm rotawire was selected for use. During the procedure, it was noted that the rotawire was fractured. The device was simply pulled out and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.